Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "customer states that the safety glide needles have a clog and will not suck up any liquid. It's not happening on every needles but it's happening on a bunch of them. They are having to throw away a lot of needles because of this. They have 5 boxes that are having this issue. Material number: 305916; lot numbers 2007149 and 2024137. Customer has unused samples to return if needed. Customer would also like replacements."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 2024137 and other expiration date includes 2026-12-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2022-01-24.

Event description:
Material#: 305916 lot#: 2007149, 2024137. It was reported by the customer safety glide needles have a clog and will not suck up any liquid. It's not happening on every needle but it's happening on a bunch of them. Verbatim: rcc received a complaint via phone. Pir attached. Customer states that the safety glide needles have a clog and will not suck up any liquid. It's not happening on every needles but it's happening on a bunch of them. They are having to throw away a lot of needles because of this. They have 5 boxes that are having this issue. Material number: 305916; lot numbers 2007149 and 2024137. Customer has unused samples to return if needed. Customer would also like replacements.

Manufacturer narrative:
During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.